Event description:
(B)(4). Essure was not provided by my insurance, so I actually paid over $(B)(6) out of pocket to get poisoned by this product. I have been to doctors numerous times with basically the same issues....painful pelvic region, headaches, sore joints, diarrhea, feeling out of it,g um pain, sharp shooting pains, lower back pain, thinning hair and to be honest probably a whole lot more. I finally could not take it and was referred to a wonderful doctor who listened and so 2 weeks ago I had a hysterectomy making sure the coils were gone once and for all.